Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. A 2.50 x 20mm promus premier select drug-eluting stent was advanced but could not cross the lesion and the stent strut became broken. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Device evaluated by MFR: a promus select ous mr 20mm x 2.50mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent damage in the very distal region of the stent with stent struts lifted and pulled distally. The stent od (outer diameter) measured within maximum crimped stent profile measurement. Examination of the hypotube found multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. A 2.50 x 20mm promus premier select drug-eluting stent was advanced but could not cross the lesion and the stent strut became broken. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.